Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt suffered a hemorrhagic stroke (subdural and epidural) with inr 3.3 anticoagulation held and suffered ischemic stroke upon admission power elevations were noted on history screen. Ldh 2000. Family decided to withdraw care. The pt expired on (B)(6) 2014.